Manufacturer narrative:
The device involved in the reported incident is expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The licox oxygen number was reading higher then possible, about 10mm. The device (cc1.sb) and probe read as expected upon revision using an alternate (cc1.sb) and probe. No pt injury occurred as a result of this event. Add'l clinical info requested from the reporting facility.